Event description:
It was reported that aphasia and a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. The physician reported that the patient presented with aphasia. Magnetic resonance imaging (MRI) and computed tomography (CT) imaging were negative for stroke. A CT scan was done and a 5mm leak was found along with some thrombus noted inside the closure device and appendage. There is no plan to intervene. The patient was documented as having a tia. The patient was on half dose eliquis at the time of the event and then was subsequently placed on the full dose eliquis and aspirin. The patient symptoms were noted to have resolved prior to discharge. The patient will have repeat imaging at the six (6) month follow up.